Manufacturer narrative:
On (B)(6) 2019, the device was identified as a saline mentor smooth round moderate profile 425cc, catalog number 3501670, lot number 5778879. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 1.4 cm within a crease on the posterior aspect and an area of a missing material measuring approximately 1.0 cm x 0.8 cm running from anterior aspect to the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation on the left side. Deflation was confirmed by mammogram. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 350cc, catalog number 3502350, serial number (B)(4), lot number 7601859 (l) and serial number (B)(4), lot number 7603177 (r) on (B)(6) 2018. Patient is fully recovered.